Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the outcome of the event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study on (B)(6) 2021 regarding a patient receiving clonidine (2000mcg at 410.05562mcg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020 the patient called to report that there was fluid on their scar. The following day at a consultation, there was no fluid but the site of the pump pocket was red and warm so a blood "prelevement" was done with c-reactive protein (crp) at 13 and leucocytes at 3.4. The patient was given the antibiotic "co-amoxy" and was to come back on (B)(6) 2020. The patient forgot to come back, but sent a picture that the hcp saw and it seemed to look better. The patient came back again on (B)(6) 2021 to check again. The part below the scar was calm, but was still red and warm. A blood test was performed again with crp at 2.5 and leucocytes at 4.3. The patient continued the antibiotic and was to be seen the following week. No action was taken at the time of report and the event resulted in an unscheduled clinic/office visit. The clinical diagnosis was inflammation at the pump pocket and the event was ongoing. The etiology indicated the event was not related to the device/therapy and was related to the implant procedure. Additional information received from a foreign healthcare provider via a clinical study indicated the patient was administered antibiotics on (B)(6) 2020 as an intervention.